Manufacturer narrative:
Additional information received per the medical records indicate that the patient has a history of multiple spine surgeries, prolonged immobility, and right common femoral deep vein thrombosis with an inability to anticoagulate secondary to recent spine surgery. The filter was deployed below the level of the renal vein. The patient tolerated the index procedure well and there were no complications. Twenty one days after the index procedure, there was an unsuccessful attempt to remove the filter. Ten years later, a second unsuccessful attempt was made to retrieve the filter. According to the patient profile form (ppf) the patient experienced perforation of filter struts outside the inferior vena cava. The patient also continues to experienced anxiety and mental anguish. Additional information is pending and will be submitted within 30 days of receipt.

Manufacturer narrative:
It was reported that a patient underwent placement of the optease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, filter tilt, failed percutaneous removal attempt, filter fracture, complex filter removal, perforation of filter struts outside the inferior vena cava and inability to remove filter struts. The patient is also reported to have experienced anxiety. The indication for the device implant was right common femoral deep vein thrombosis (dvt), status post recent spine surgery and contraindication for anticoagulation. The patient had undergone multiple spine surgeries and as a result of the prolonged immobility developed a dvt. The filter was implanted via the left femoral vein and deployed below the level of the renal veins. The patient is reported to have tolerated the index procedure well, with no complications. Approximately twenty-one days after the procedure a percutaneous attempt was made to retrieve the filter. Multiple attempts were made to retrieve the filter using an end snare loop, these were unsuccessful, therefore the filter was left in place. A vena-gram performed during the procedure indicated that the hook of the filter was in the caudal position and against the wall of the left iliac vein. There was no evidence of thrombus in the filter. The patient is reported to have tolerated the procedure well with no reported complications. Approximately eleven years after the filter implant the patient underwent a second attempted but unsuccessful percutaneous removal procedure, where the documentation indicates that there was only a partial removal. The medical records for that procedure have not been provided. There is currently no additional information available. The product was not returned for analysis and the sterile lot number provided is illegible; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The optease vena cava filter is indicated in the us for retrieval up to 14 days post implantation. Following this period of time, and as early as 12 days, there is potential for endothelialization (growth of endothelial cells within the inner wall of the vessel) around the filter struts. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. Endothelialization has been shown to lead to explantation problems after as short a period as 12 days. Without images or procedural films for review the reported tilt, embedded, retrieval difficulty, and strut/filter fracture could not be confirmed. Filter fracture and vessel perforation are known adverse events associated with implanting vena cava filters and are listed as such in the instructions for use (IFU). The IFU also notes vessel damage such as intimal tears and perforation as procedural complications related to ivc filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. Clinical factors that may influenced any potential events include underlying patient co-morbidities, pharmacological and lesion characteristics. Anxiety does not represent a device malfunction and may be related to underlying patient specific issues. Given the limited information currently available for review, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
The exact implant date is unknown. The catalog number is unknown, if received it will be provided. Complaint conclusion: as reported, the patient underwent placement of the optease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, filter tilt, failed percutaneous removal attempt, filter fracture, complex filter removal, inability to remove filter struts. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. An ivc filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without images or procedural films for review, the reported filter fracture, and tilt could not be confirmed and the exact cause could not be determined. The instructions for use (IFU) states filter fracture is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. Inferior vena cava (ivc) filter migration is a known potential adverse event associated with all ivc filter implants and is listed in the instruction for use (IFU) as such. Possible causes for filter migration includes mega cava, wire entrapment during central venous catheter placement, ¿sail¿ effect (cranial migration) of large clot burden within the filter, mechanical device failure, and operator error. Physiologic causes of migration may result from temporary dysmorphism of the inferior vena cava including bending, coughing or valsalva maneuvers resulting in dislodgment of the filter. Some studies suggest that strenuous physical activity and increased intra-abdominal pressure can lead to migration of ivc filters. The timing and mechanism of the reported filter tilt could not be determined. The legal brief also noted that the filter was embedded in the wall of the ivc. The implantation date of the filter and the attempted retrieval date is unknown at this time. Retrieval of the optease vena cava filter is indicated up to 23 days post implantation. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. Endothelialization, remodeling/restructuring of the vessel wall following device implantation, is the body¿s natural response and has been shown to occur in as short a period as 12 days. Given the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design and/or manufacturing process of the device; therefore no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal department, the patient underwent placement of the optease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, filter tilt, failed percutaneous removal attempt, filter fracture, complex filter removal, inability to remove filter struts. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages.